Manufacturer narrative:
Additional quality control testing of devices retained by the manufacturer showed the product met acceptable sterility and ph criteria.

Manufacturer narrative:
Additional quality control testing of samples is pending.

Event description:
Limited information was provided. Clinical data collection site reported the patient suffered an early wound infection 8 days postop after duramatrix onlay plus (dmop) was used in a surgery (type of surgery and date of surgery not specified). Revision surgery was required for wound washout. During the revision surgery, the dmop graft was replaced with another dmop graft, but "only because the prior graft [from the initial surgery] was explored for infection." It was noted the initial dmop graft was not to be involved and there was no issue with the initial dmop graft that was placed. No additional event or patient information provided.